Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 37 months ago. Aneurysm and vessel morphology at the time of implant were not reported, other than that the aortic neck was 25 mm in diameter. It was reported that the pt was evaluated during a routine follow-up, and the bifurcated stent graft (MFR. Report #2953200-2010-01455) was found to be located at approx 1cm below the renal arteries, resulting in a proximal type I endoleak; however, no stent graft migration was reported. The type I endoleak was attributed to dilatation of the aortic neck to 29 mm. The physician elected to intervene by placing a 36 mm talent cuff proximally (MFR report # 2953200-2010-001456). However, the cuff could not fully deploy as its distal portion was caught in the flow divider of the bifurcated stent graft; the distance from the renal arteries to the flow divider of the bifurcated stent graft was short and prevented the full deployment of the cuff. Although there was still good blood flow, the physician elected to prophylactically place two aneurx limbs about 5mm above the flow divider in order to ensure adequate flow. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results and conclusion: (endoleak), (aortic neck dilatation).